Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller by providing reset information and helping to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again, which the caller acknowledged and understood.